Event description:
The customer reported multiple 90007 errors in the system log. The biomed could not duplicate the error which indicated a potential intermittent pacing error. There was no pt involvement as this occurred during testing.

Manufacturer narrative:
(B)(4). The customer reported multiple 90007 errors in the system log. The biomed could not duplicate the error which indicated a potential intermittent pacing error. There was no pt involvement as this occurred during testing. The call center discussed the issue with the customer. Multiple 90007 errors were found in the status log. These errors can indicate a device malfunction but can also be generated by a user error in testing. If the pacer key button is pressed when lit up during shift check the unit will fail the pacer test and generate a 90007 error in the system log. The customer replaced the control pca as result of the errors in the log. The device remains at the customer site. Based on the customers report, we are considering this an intermittent malfunction. We cannot determine the cause since the symptom was not reproduced.